Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the device log files were provided to technical support for review. Upon analyzing the log file for the date of the alleged incident, no corresponding entries were found. Technical support requested that the biomed verify the incident date with the end customer. Multiple follow up attempts have been made with no response from the customer; therefore, we are unable to investigate any further. There were no issues found during the log file review. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that before use, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.